Event description:
The customer stated a patient generated a negative result of 0.9 iu/ml on the architect rubella igg assay. Per laboratory procedure, the sample was retested yielding a high result of 8.3 iu/ml. The customer noted a high positive specimen was run prior to the second result and sample carryover was suspected. The customer stated the initial result was correct. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). Evaluation, results: (B)(4) other, sample probe wash cup. In response to this issue an investigation was initiated to further investigate the customer issue. The investigation included a review of the complaint text, a review of labeling, a search for similar complaints, and a product sensitivity review. The customer found the sample probe wash cup was dirty. The customer cleaned the sample probe wash cup to resolve the erratic result issue. Labeling of the architect system operations manual and the rubella igg package insert was reviewed and found to be adequate. Tracking and trending did not indicate any adverse trend for the architect rubella igg reagent for the reported complaint issue. The current rate for architect (B)(4) erratic occurrences is within expected action limits. The probable cause of the erratic rubella igg patient result was a dirty sample probe wash cup. Based on the investigation, no product issue was identified for the architect rubella igg reagent for false positive results. This is the final report.